Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6), 2013 was noted. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the lead ¿just floated.¿

Event description:
It was reported the patient had a surgery in (B)(6) 2013 to move their percutaneous lead up to c2 but about five weeks later they ¿dropped.¿ it was stated a paddle lead was then placed in the patient in (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).